Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during the implant procedure the lead was found to have damage. The outer covering separated from the lead at the extension connections. It was not clear if damage occurred while measuring and setting up or if it was an existing problem. It was noted a new scrub tech was assisting. The lead was unusable and was replaced with a new lead to complete the procedure. The issue was resolved and the patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead (lot no: va1ne73) identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.